Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a non-abbott delivery system. The patient was a 92-year-old male who had previously been determined not to be a candidate for transcatheter percutaneous left atrial appendage (laa) closure using either a non-abbott device or an amulet device alone due to the size of his anatomy. However, the physician elected to pursue an off-label, combination laa occlusion approach utilizing both a non-abbott device and an amulet. The laa landing zone reportedly measured approximately 48 mm at baseline. According to the physician, the first attempt to deploy the non-abbott device failed when a suture came undone, while the second attempt was considered successful. After placement of the non-abbott device, the laa landing zone was reported to have decreased to approximately 25 mm with a neck measuring approximately 6 mm. The physician then prepared a 25 mm amulet device but reportedly removed all stabilizing wires from the device on the back table before preparation and placement. The physician was informed that this modification and its intended use were off-label and was advised against proceeding. It was further reported that the physician delivered the modified amulet through a non-abbott sheath, which was also off-label and similarly discouraged. The modified 25 mm amulet was subsequently deployed into the laa. A hospital technologist later reported that the patient was readmitted on (B)(6) 2026, during which blood was removed from around the heart, and the patient was admitted to the cardiovascular intensive care unit. The patient was then reportedly diagnosed with sepsis and passed away on (B)(6) 2026. The cause of the death was reported to be unknown and the physician was aware of his multiple off-label actions.

Manufacturer narrative:
An event of a sepsis and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information and medical review, the cause for the reported sepsis could not be determined. The reported death was likely due to sepsis; however, this cannot be determined. An unexpected medial intervention was a result of case specific circumstances, as blood was removed from around the heart. The reported off-label use was related to the physician using a non-abbott delivery sheath. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a non-abbott delivery system. The patient was a (B)(6) year old male who had previously been determined not to be a candidate for transcatheter percutaneous left atrial appendage (laa) closure using either a non-abbott device or an amulet device alone due to the size of his anatomy. However, the physician elected to pursue an off-label, combination laa occlusion approach utilizing both a non-abbott device and an amulet. The laa landing zone reportedly measured approximately 48 mm at baseline. According to the physician, the first attempt to deploy the non-abbott device failed when a suture came undone, while the second attempt was considered successful. After placement of the non-abbott device, the laa landing zone was reported to have decreased to approximately 25 mm with a neck measuring approximately 6 mm. The physician then prepared a 25 mm amulet device but reportedly removed all stabilizing wires from the device on the back table before preparation and placement. The physician was informed that this modification and its intended use were off-label and was advised against proceeding. It was further reported that the physician delivered the modified amulet through a non-abbott sheath, which was also off-label and similarly discouraged. The modified 25 mm amulet was subsequently deployed into the laa. A hospital technologist later reported that the patient was readmitted on (B)(6) 2026, during which blood was removed from around the heart, and the patient was admitted to the cardiovascular intensive care unit. The patient was then reportedly diagnosed with sepsis and passed away on (B)(6) 2026. The cause of the death was reported to be unknown and the physician was aware of his multiple off-label actions.